Event description:
The following information was provided: revision of triathlon universal baseplate, stem and asymmetric cone, and femur, to proximal tibia gmrs, due to periprosthetic fracture distal to the tip of tibial stem. Stem and cone unknown, I don¿t know the details of original surgery.